Event description:
The physician was performing an ercp using a wire guided sphincterotome. The attending nurse was shocked twice by the device while applying electrocautery. The nurse was not affectd by the incident. There was no harm to the pt.